Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Result with mobile; 250 mg/dl. Result with the meter from pharmacy: 130 mg/dl. Less than 10 minutes between those 2 blood tests using 2 different blood drops from the same hand. Strip lot unknown because test cassette is no longer available. No adverse event occurred. Strips are not available for return.